Manufacturer narrative:
(B)(4) captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. The patient underwent surgical intervention to abandon the lead. A new lead was implanted. No adverse patient effects were reported.